Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the tingling/shocking was due to the deep brain stimulation being turned off accidentally with the recharger. The rep met with the patient and provided a refresher on their device so if it happened again, they could turn therapy back on.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reports feeling like implantable neurostimulator (ins) was off, patient states feeling this before when the healthcare provider (hcp) had shut the ins off . Patient reports a strong tingling shocking feeling , hand and face numb and tingling and then it slowly went away but patient is still shaking on the right side. Patient states the recharger screen shows the fully charge screen . During call, troubleshooting it was found ins is off. Patient states not knowing why ins went off. Patient states charging ins every day and charges the charger once a week. Patient did not have a programmer to turn ins back on and states never remembering having a programmer. Patient was implanted in 2016 and patient services (pss) discussed patient may need hcp to check ins . Pss redirected to hcp. Patient states living an hour and half from hcp. Pss reviewed hcp may contact a manufacturer representative if needed. Patient states not having a programmer and does not remember ever having one. Pss reviewed patient can work with sunmed or inform the hcp about the programmer. Patient states she will contact the hcp first . Patient concerned about having to pay for the programmer. Pss redirected to hcp. Additional information was received from the manufacturer representative stating the implant was off when the manufacturer representative checked, but it was 100% charged. Impedance check showed system had no impedance issue. Manufacturer representative sent json file for further troubleshooting. Technical services looked at json file and determined that the patient lost stimulation due to battery depletion on jan 28th and also therapy was turned off by patient on jan 29th.